Manufacturer narrative:
Isi has not received the harmonic ace insert(s) accessory during the da vinci-assisted surgical procedure involved with this complaint. There is no allegation that a malfunction of the da vinci instrument, or instrument accessory occurred during the surgical procedure. Therefore, the root cause of the post-operative complication cannot be determined. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure the patient developed a post-operative infection (peritonitis). The surgeon believes the post-operative complication was related to the recall of a da vinci instrument accessory although there is no claim that a malfunction of a da vinci system, instrument, or instrument accessory occurred. As of the date of this report, the root cause of the post-operative infection is unknown.

Event description:
It was reported that four days after undergoing da vinci-assisted gastroplasty surgical procedure, the patient developed post-operative peritonitis. A few days later the site received the recall letter for (B)(4) with instructions of immediate stop usage of the harmonic ace inserts. Based on that letter, the surgeon alleges that there is a possibility that the infection could have been secondary to the harmonic ace insert(s) used in the procedure because the lot number of the harmoinc ace insert used in the procedure was a part of the list of affected lot numbers in the recall. On 19-march-2019, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: it was reported that postoperative day # four, the patient presented with an ¿exclusive persistent bacterial infection¿. Hence, the patient was in the intensive care unit with prolonged hospitalization secondary to the infection. There were no reports of any intra-operative complications. The surgeon believes the post-operative complication was related to the harmonic ace inserts used during the procedure, since the lot numbers were a part of the harmonic ace recall. The site has not performed microbiological testing of the da vinci instrument and accessory to identify and confirm a source of the postoperative infections. The patient went into septic shock and respiratory failure. The patient was intubated and treated for severe respiratory infection and pulmonary embolism. The patient did not need an abdominal reoperation considering that the abdominal drain aspirated all the residual secretion, and the abdominal infection was controlled with antibiotics. The patient was on hemodialysis for several days.

Manufacturer narrative:
On 08-april-2019, intuitive surgical, inc. (Isi) received following additional information regarding the reported event: on (B)(6) 2018, the patient went to the emergency room with report of vomiting for 2 days. The patient was readmitted in the hospital after a series of tests. There was evidence that the gastric pouch was full of secretion and a permeable anastomosis without signs of bleeding was noted. A nasogastric tube was inserted and drained the residual secretion. On (B)(6) 2018, the nasogastric tube was removed due to nasal discomfort. The patient experienced dyspnea, and after a few scans it was identified that the patient had a pulmonary embolism and pneumonia; hence, the patient was treated with antibiotics. Since the patient¿s clinical picture was deteriorating, the patient underwent a laparoscopy for the following: ¿adhesion lysis, omentectomy and cavity drainage and cavitary toilet.¿ the surgeon identified considerable fibrin on the hepatic surface and yellowish secretion and fluid located mainly in the upper abdomen, with no findings in the lower abdomen. The anastomosis (gastrojejunal and intestinal) from the primary procedure on (B)(6) 2018 was intact without any leakage. The patient was in the ICU post-operatively for the following: intestinal semi-occlusion, incarcerated incisional hernia, septic shock, respiratory infection, and abdominal sepsis. Acute renal failure for hemodialysis, pulmonary thromboembolism, filter implant in inferior vena cava and atrial fibrillation. The patient was positive for various microbial cultures. On (B)(6) 2019, the patient was moved to a semi-intensive unit with antibiotics. On (B)(6) 2019, the patient was clinically stable with renal functions restored. On (B)(6) 2019, the patient was clinically stable and was discharged. The harmonic ace curved shears instrument was reportedly activated and initially used for the section of the hepatic falciform ligament during the surgical procedure. During reoperation via laparoscopy, the anterior surface of the liver was full of fibrin. Therefore, there was speculation from the site that the origin of the contamination had occurred in that region. The site alleged that the post-operative complication could be related to the recall of a da vinci instrument accessory since there was no digestive leakage in any area of the digestive tract, or in the two anastomoses. A follow-up MDR will be submitted if the instrument and/or instrument accessory are returned or if any additional information is received.